Event description:
Upon noticing audible iabp (intra-aortic balloon pump) alarm, l(eft) axillary iabp access site noted to have blood along length of the return line tubing. Tubing was clamped proximally with a kelly clamp, iabp was turned off, and return line disconnected and placed in a biohazard bag for appropriate analysis. After blood was noted in the iabp tubing, pump was turned off and cardiovascular team notified. Cath lab was activated for balloon pump exchange. At the end of the procedure, good function of the iabp catheter was confirmed.